Event description:
It was reported that the alarm went off when the device was powered on. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Date of event and operator of device are unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the right plunger case cracked and the battery missing. There was evidence of the error found in the event history log. The customer reported problem was duplicated at power up. The battery was missing. This was noted as the cause of the reported issue. For corrective action a new battery was installed. The root cause of the reported problem was traced to the customer and improper handling of the device. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: model number: 3500.